Event description:
It was reported to medtronic neurosurgery that the shunt was revised because it was possibly occluded.

Manufacturer narrative:
The returned valve was patent. It met all of the requirements for the reflux, pressure-flow, and preimplantation tests. It did not meet requirements for the siphon and leakage tests. Proteinaceous debris was observed in the interior of the valve. Debris, such as tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris, within the valve can hold pressure-flow controlling mechanisms open, resulting in siphoning. Additionally, a tear was observed on the valve¿s reservoir dome. The instructions for use that accompanies the device cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).